Event description:
An email was received regarding aconector microclave¿ clear in which it was reported that the connector was leaking medication at the connection with the IV tubing. This incident occurred with the administration of dopamine in the neonatology department. It is unknown if a patient was involved, and no harm was reported.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.